Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4). Product not returned for analysis

Event description:
(B) (6) - peripheral cutting balloon registry. It was reported in (B) (6) 2005 the patient underwent treatment for the peripheral cutting balloon device for one lesion. The target lesion location was at the avf efferent vein. The lesion was non- tortuous. The lesion type was denovo with no calcification at target lesion. The target lesion reference diameter was 5.5mm by 10mm in length. Pre-procedure 80 % stenosis, and post procedure 0% stenosis. Lesion morphology showed concentric stenosis and tight stenosis. Patient one month follow up visit in (B) (6) 2005, vital status of the patient was alive, and the target lesion has remained patent since the pcb procedure. The patient did not experience any adverse event nor had any intervention. Patient three month follow up visit in (B) (6) 2005, vital status of the patient was alive, and the target lesion has remained patent since the pcb procedure. The patient did not experience an adverse event nor had any intervention since the procedure. Patient six month follow up visit in (B) (6) 2005, vital status of the patient was alive, with comments noted ¿restenosis¿. In (B) (6) 2005 the patient had conventional angioplasty on the target lesion, angiographic restenosis. Patient twelve month follow up visit in (B) (6) 2006, vital status of the patient was alive, other diagnostic examination included checking of blood pressure and flow during dialysis. The target lesion has remained patent since the pcb procedure. The patient did not experience an adverse event nor has any intervention since.